Manufacturer narrative:
Section d6a: date of implant it not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of a dim led was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and underwent preliminary and functional testing. With the driveline connected, a dim led was noted; however, pump operation was not affected, and the system controller functioned as intended. The system controller was connected to a mock loop and the returned and associated modular cable and was found to operate a pump for extended operation with no issue. The root cause was determined to be a dimming of the pump running led during use over time. A corrective action has been implemented for dimming of the green pump running leds; the system controller was manufactured prior to the implementation of the corrective action. During the investigation there was an incidental finding of green fluid ingress within the power leads. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter: reporter postal office or zip code: (B)(6).

Event description:
It was reported that the pump running led symbol on the patient's system controller stopped working. The system controller was exchanged.